Manufacturer narrative:
The device was received for evaluation. During functional testing, failed downstream occlusion test at 23, was not reproduced. The device was tested for downstream occlusion detection and was able to properly detect a downstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition 'unit is failing downstream occlusion test at 23' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed downstream occlusion test at 23. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.